Event description:
It was reported that during follow-up in clinic, the patient presented with high pacing impedance and high capturing threshold on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was in stable.